Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation this event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that pericarditis occurred. A single center, prospective study was conducted between (B)(6) 2022 and (B)(6) 2024, to compare the incidence of pericarditis after pulse field ablation (pfa) and radiofrequency (rf) ablation. Two thousand seventy-two (2072) patients were enrolled in the study. Three hundred twenty-two (322) patients underwent pfa via a farawave catheter and one thousand seven hundred fifty (1750) patients underwent rf ablation using an unknown rf catheter. Pfa procedures were performed under general anesthesia and intravenous heparin was administered to maintain an activated clotting time between 300 and 350 seconds. Transeptal punctures were conducted with intracardiac echocardiography guidance. All pfa procedures were performed by eight (8) deliveries of ablation to each pulmonary vein via a farawave catheter. At the conclusion of all procedures, protamine was administered to reverse anticoagulation and access site closure was achieved with figure eight (8) sutures and vascular closure devices. Of the 322 patients that received pfa ablation, fourteen (14) patients were diagnosed with pericarditis following the ablation procedure. As a result of the pericarditis, five (5) patients required unplanned outpatient evaluation, one (1) patient required inpatient management, seven (7) patients required remote management, and one (1) patient received a routine follow up examination. Treatments included single agent therapy with colchicine, nonsteroidal anti-inflammatory drugs, steroids, or acetaminophen. No further information on the status of the patients is available.